Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, "the patient needed long-term infusion treatment. On (B)(6) 2023, the right PICC medium long tube was implanted under ultrasound guidance. On (B)(6) 2023, she complained of right neck pain, swelling and tenderness in the right neck after physical examination. Right neck superficial color ultrasound: low echo in right jugular vein (suggestive of thrombosis). Deep vein catheterization was performed and the patient was transferred to another facility for further treatment."